Event description:
Removal of double-lumen silicone gel breast implants. Intraoperatively was noted to have ruptured external saline lumen on left, but gel-filled implant was intact. On right, the external lumen appeared to be intact but was significantly deflated so that there was an appearance of a selfcontained rupture. The gel-filled implant was intact.